Event description:
Boston scientific received information that, during the follow-up procedure, the lead safety switch was triggered. Daily measurements displayed high out of range pacing impedance measurements. All other measurements were normal. An x-ray was performed, which revealed subclavian lead fracture. The decision was made to implant a new rv lead and pg. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead was surgically abandoned. At this time there is no additional information. Should additional information become available this report will be updated.